Event description:
It was reported that the patient was charging the implantable pulse generator (ipg) much more frequently and even that it would not fully recharge the implant. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted device will not be returned per facility policy.

Manufacturer narrative:
Block b3: exact date unknown, event occurred in february 2023.